Manufacturer narrative:
(B)(4). Lab measurements were reviewed, noted, and inter-operational (in -vivo) calibrations were performed per normal protocol. This medwatch is related to medwatch number: 1828100-2016-00722.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, it was observed that there was a significant temperature variance between the cdi blood monitor parameter (bpm) and the in line arterial temperature (up to 4%). They continued to utilize the device for other parameters for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review on 20-oct-2016: the facility was part of a recall involving defective thermistors in the cdi 500 bpm. Users experienced a variation in displayed temperature from their previous experience with cdi shunt sensor temperatures. The result, in most cases, the cdi shunt sensor displayed temperature was about 5 degrees celsius more or less than the arterial blood temperature of the oxygenator. The customer's cdi 500 units were sent back to manufacturer for new bpm probe installment, and loaner cdi 500 monitors were sent to the facility during the updates of their own monitors. This complaint is based on their observation with the loaner cdi 500s. The manufacturer clinical specialist and fellow associate were at the facility supporting another distributed product. The perfusion team was using a loaner cdi 500 for the procedure and they pointed out a 3.2 to 3.5 degree celsius difference in the cdi 500 shunt measured temperature as compared to the oxygenator arterial blood temperature. Since the facility was part of the recall, they were concerned the loaner units did not have the updated bpm probes (thermistors). The clinical specialist sent photographs of the tubing segment between the shunt sensor and the sampling manifold of the oxygenator, which is 48 inches. That equates to a total shunt line length of 96 inches (8 feet) from the oxygenator outlet temperature site to the sampling manifold. This will restrict shunt flow and allow more time for cooling of the blood in the shunt line. A picture was sent for cdi-bpm on manifold, this details how one of the perfusionists connected the shunt sensor directly to the manifold which eliminated a 48 inch segment and only a temperature difference of 0.8 degrees c between the oxygenator outlet and the shunt sensor was noted. The facility staff is now convinced there was no functional issue with the bpm thermistor and the issue was actually due to the very long shunt line. They plan to go to with a shorter shunt line. The case(s) was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) set up a controlled water bath unit and temperature started at 25 degrees celsius (c) down to 15 degrees c in 5 degrees c increments, then up to 40 degrees c in increments of 5 degrees c. The monitor's arterial probe tracked temperatures according to the specification criteria. The provided information indicates that the temperature measurement is satisfactory when the length of the customers tubing was changed and the attached probe meets the temperature requirement. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.